Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The manufacturer became aware by an u.s. Publication, "anatomic total shoulder arthroplasty using a self-pressurizing pegged bone preserving cemented glenoid component: a 2 to 5 year follow-up study", published in 2016 regarding the reunion total shoulder arthroplasty system (tsa), involving following implants: pegged glenoids, humeral heads and humeral stems. In sum 10 patients had been observed presenting 10 adverse events in a period from august 2011 to december 2014. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore (B)(4) complaints were initiated retrospectively. This product inquiry addresses 2 posterior instabilities, which were also revised to reunion rsa in conjunction to 2 tsa glenoids, 2 tsa humeral heads and 2 tsa humeral stems.